Event description:
It was reported via repair work order that the patient was allegedly found on the floor with a 2 inch laceration on her head. The unit was evaluated by the manufacturer's technician and no defects or malfunctions were found.